Event description:
An advocate from italy called on behalf of their father to report that he received blood glucose readings of lo (indicative of reading below 10 mg/dl), 97 mg/dl and 25 mg/dl with the contour meter. A few minutes later, additional testing was performed and readings of 26 mg/dl and 110 mg/dl were obtained. The customer did not experience symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # was not provided.

Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour test strips from lot # 1mj3b01c using a blood sample, which gave a satisfactory performance.